Event description:
It was reported that during a colon resection procedure, the product was defective when opened on the sterile field. The blue seal was split. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared on the upper lower inner ring and propagated to upper inner ring in two different places. However, it could not be determined what may have caused this condition. No incident related to the reported event was observed during the batch record review.